Manufacturer narrative:
Philips service replaced the flexvision pc hdd and reinstalled software, restoring the device functionality. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the flexvision layout issue occurred, and the dulafluorofr display was lost on an allura xper fd20 biplane. The clinical use of the system was in use. There was no reported patient or user harm.